Manufacturer narrative:
It was alleged that the patient was injured on the hand when dispensing basis alginate, cinnamon, 776-2102, lot 6919261, prior to mixing.

Event description:
Metal shaving was found in the bag of alginate, 776-2102, lot 6919261, and the dental associate was cut on the hand.